Event description:
It was reported that during a device checkup the impedance had increased to greater than 1300 ohms and pacing was not at full output. The lead was programmed to unipolar and the patient sent home. Overnight, the patient experienced twitching and returned to the clinic, where undersensing was found. The patient has been listed for a new lead and replacement is pending. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.